Event description:
It was reported that this patient's subcutaneous implantable cardioverter defibrillator delivered a tachy shock and the episode was reviewed by technical services. It was indicated that the shock seemed to have been appropriate, based on the rate and appearance of the morphology and because it appears to have successfully converted the rhythm. However, ts noticed a slight undersensing in the episode due to dissimilar rate profile and minor oversensing. No programming recommendations were given as these issues were not very concerning and the device worked as intended. This implantable electrode remains in service and no adverse patient effects were reported. Additional information was received that this patient received inappropriate shocks due to t wave oversensing and wide qrs complexes. Ultimately, this electrode was explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. Correction to d4 model/catalog model number from 3400 to 3010.

Event description:
It was reported that this patient's subcutaneous implantable cardioverter defibrillator delivered a tachy shock and the episode was reviewed by technical services. It was indicated that the shock seemed to have been appropriate, based on the rate and appearance of the morphology and because it appears to have successfully converted the rhythm. However, ts noticed a slight under sensing in the episode due to dissimilar rate profile and minor oversensing. No programming recommendations were given as these issues were not very concerning and the device worked as intended. This implantable electrode remains in service and no adverse patient effects were reported. Additional information was received that this patient received inappropriate shocks due to t wave oversensing and wide qrs complexes. Ultimately, this electrode was explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Correction to d4 model/catalog model number from 3400 to 3010. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient's subcutaneous implantable cardioverter defibrillator delivered a tachy shock and the episode was reviewed by technical services. It was indicated that the shock seemed to have been appropriate, based on the rate and appearance of the morphology and because it appears to have successfully converted the rhythm. However, ts noticed a slight under sensing in the episode due to dissimilar rate profile and minor oversensing. No programming recommendations were given as these issues were not very concerning and the device worked as intended. This implantable electrode remains in service and no adverse patient effects were reported. Additional information was received that this patient received inappropriate shocks due to t wave oversensing and wide qrs complexes. Ultimately, this electrode was explanted and returned. No additional adverse patient effects were reported.